Event description:
It was reported the insulin pump had a blank display. Customer's father stated the issue reoccurred with a new battery cap. The device did not show physical damage. The device was not dropped or exposed to moisture. Battery cap, battery compartment, or spring were not damaged nor corroded. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during our testing. The insulin pump had corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube treads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.